Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a manufacturer representative (rep). It was reported that the rep was meeting with patient today and mentioned all external equipment has been replaced. Caller was attempting to go through passive recharge cycles but stated they were getting stuck on "connect the recharger" message but with technical services (tss) on the phone, they were able to initiate passive recharge and were getting 99 on the antenna locate screen. Tss reviewed to complete 3 cycles and call back if the implantable neurostimulator (ins) doesn't start charging normally after that. The rep then called back and reported that the patient (pt) was using their own recharger(exchange unit) and could not advance past the connect screen when recharger plugged in, but then the rep used another recharger and was able to advance to position screen and then passive recharge mode. The rep said this all started when the pt slipped and fell 5 months ago. Mdt rep. Said li battery pack, recharger, and controller had been replaced in the past. Mdt rep. Could not troubleshoot on call because pt had no charge in their controller. A replacement recharger (rtm) was sent out.

Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer representative regarding a patient (pt) who was implanted with an implantable neurostimulator (ins). It was reported that the patient cannot get out of a passive recharge session and they are seeing a message stating the battery needs to be replaced. It was also reported  the patient had a fall within the past 5 months. Rep states the patient fell on slippery ice, landed on their ins and slid down steps. Since then, they have had issues where it was working for awhile.

Event description:
Additional information was received from a manufacturer representative (rep). It was reported that the device was returned and a tracking number was provided. The rep reports that they have been attempting to contact the patient to ensure they were able to jumpstart their battery, but they are unable to make contact. The doctor is aware and appreciative of the effort to help the patient.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.